Manufacturer narrative:
Additional information was received indicating the reported issue occurred during testing.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump's pressure switch test was performed. The results showed out of the pump manufacturer specifications. Found fluid ingressions on pump by the chassis base of the occlusion sensors. The "failed occlusion over 40psi" issue was caused by fluid ingressions. Downstream occlusion sensor will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed occlusion over 40psi. No adverse effects were reported.